Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the end of the phacoemulsification tip was found to be nicked during a procedure. The surgery was completed without product replacement. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
Additional information provided. One phaco tip was returned for evaluation for the report of a nick found during surgery. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. A visual inspection of the phaco tip was performed and the tip was deemed conforming, except for wear from the phaco tip being used. The threads and back of the flange have wear. Surgical material is present on the nut surface and in the aspiration bypass hole. There is minor wear around the bevel from its use, but no nick is present. The complaint evaluation cannot confirm the phaco tip has a nick. The phaco tip was manufactured to specification. The root cause cannot be determined as the phaco tip met specification. No specific action with regard to this complaint was taken because the phaco tip was manufactured to specification. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).